Event description:
Over the previous two weeks, I had noticed that when I changed cartridges, the motor/piston on my tandem mobi insulin pump made louder, unexpected clunking noises amidst the expected soft clicking sounds. Then, a week before the incident, I received an occlusion alarm during a dinner bolus. A few days prior, I was surprised by a persistent low blood sugar episode that I couldn't find s reason for. On the night of the incident, after a conservative bolus and meal, my blood sugar started dropping, and reached the low 70s. I took the recommended 2 glucose tabs, and after 10 minutes, the bg level started to rise into the mid 70s, but then immediately fell back into the 60s. I had two more glucose tabs and waited an additional 10 minutes, but my blood sugar level would not come higher than 69. So, I took two more glucose tabs plus a kind bar that measured 16 g of carbs. Finally, my blood sugar rose to the 120s but then later in the evening dropped back into the 90s. Normally, that amount of sugar should have raised my blood sugar level into the 200s. The next afternoon, with my blood sugar level rising slightly after lunch, my pump gave me an auto correction of what it said was 0.83 units of insulin. This is a very moderate amount that should not have lowered my blood sugar level more than roughly 20 points. However, my blood sugar over the next hour or so dropped from the 200s down into the 60s, with a lot of effort, including orange juice, glucose tabs, and kind bars to bring my blood sugar back up again. It was at this point that I determined my pump was malfunctioning and delivering too much insulin. I disconnected the pump from my body and used manual injections over the next several days until I received a new model of pump.